Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg) and its reports said the camera cable of the subject device was severely kinked and twisted then there was no image, omsc presumed there was the possibility this phenomenon was attributed to the followings; -since the camera cable of the subject device was severely twisted, it might have occurred the camera cable break. -therefore it might have occurred no image due to the camera cable break. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. The image of the subject device was disappeared, and the visual field is suddenly lost. This malfunction occurred by the camera cable break. The camera cable was severely kinked and twisted. This could cause a cable break in the cable. In addition, the camera cable was leaking. The camera cable must be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was not displayed after the unspecified examination. The user also reported that the insulation of the subject device cable had failure. The occurrence date of the event is unknown. There was no patient injury associated with this report.